Event description:
It was reported that a 4.50x15mm nc trek balloon catheter advanced on a balance middle weight (bmw) guide wire to the mid right coronary artery (rca) without resistance and post dilated the lesion at 18 atmospheres for 55 seconds. Upon nc trek removal, resistance was met with the guide wire. All devices were removed as a single unit completing the procedure. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The 4.50 x 15 rx nc trek mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for difficult to remove reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.